Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she was not feeling well and when she looked at the cgm, it was displaying 85 mg/dl. A bg meter reading was taken, and the meter was displaying 55 mg/dl. After seeing the inaccuracy, the patient calibrated the system. At the time of contact, the patient was in good condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.